Manufacturer narrative:
(B)(4). There were two lot#s given as possible lot#s of the device. The customer could not identify which lot number was correct, p06645 or p12792. P06645 sterile date: (B)(6) 2022, UDI: (B)(4). P12792 sterile date: (B)(6) 2024, UDI: (B)(4). Full establishment name: (B)(6). Report source: foreign - event occurred in (B)(6). Manufacturer date: lot# p06645; manufacturing date: 08/29/2017. Lot# p12792; manufacturing date: 04/08/2019. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a surgery, the tip of the inserter fractured when the surgeon tried to insert the anchor into the patient's burr hole. Intraop x-rays were taken and did not identify any retained pieces. The surgeon completed the surgery with a second device. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; g3; g6; h1; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.